Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half height drawers 4-1 and 4-2 were both offline and all pockets failed due to cables were not positioned properly. The field service engineer reseated the pyxibus cable and the retractor band cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.